Manufacturer narrative:
The right ventricular lead was succesfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited intermittent loss of capture. A chest x-ray was performed which revealed that the lead had perforated. No pericardial effusion was noted. A revision procedure was performed; the rv lead was repositioned septally. The lead remains implanted in the patient and no additional adverse patient effects were reported.